Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 02-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as (B)(4).

Event description:
It was reported that patient was having a feeding tube placed with the assistance of a cortrak machine. The patient already had a g-tube and peg tube for gastric feeding, but the hospital preferred to feed the small bowel while the patient was in the intensive care unit. The nurse placed a feeding tube to go post-pyloric, but when the nurse finished, the tube appeared to have gone deep into the duodenum. The tracing was good, followed midline, followed the greater curvature of the stomach, and there was a posterior drop when it hit the patient's small bowel. The patient was complaining of stomach pain later in the evening, so the staff performed a kidney, ureter, and bladder (kub) exam. The exam showed that the tube was in the small bowel. It was after the CT scan that the hospital noticed that the tube exited the stomach at the g-tube stoma site and follow the patient's body within the peritoneum. The tube never exited the stoma and remained in the patient's body, with the tube ending up near the patient's liver. Feed was never administered once it was realized when the tube was placed.

Manufacturer narrative:
The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 20-nov-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).